Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did find (B)(4) similar reports with the involved product code/lot# combination.

Event description:
The user facility reported a kink in the sheath. The following information was provided by the user facility: since there was a kink several centimeters away from the tip of the sheath, the locator was not inserted into the sheath. The device was replaced by another angio-seal device to continue the procedure. The physician had completed the training process on the device prior to this case. The puncture site was distal to the inguinal ligament of the left common femoral artery. The vessel diameter was 5 mm. The size of the sheath ancillary used was 7 fr. Hemostasis was successfully achieved by the second the device. There was no health damage to the patient.